Event description:
It was reported that a patient experienced a dental implant loss. Additional information the implant failed for simplant guide order but the simplant guide was fine.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated, but the digital (guide) planning was, without having found any issues. The implant loss issue is a known inherent risk of the device. We will continue to track and monitor the trend.